Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed infusion set and cartridge to address the issue. Ultimately, the customer reverted to an alternate method insulin therapy. The customer¿s blood glucose (BG) level was 487 mg/dL with ketones. Reportedly, the customer went to the emergency room and was subsequently hospitalized. The customer received an insulin drip to address the elevated BG. Treatment resolved the issue without causing any permanent damage. Reportedly, the customer could not recall the exact date they were admitted or discharged.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.